Event description:
Customer reported with an issue of "bad image" (b30) scope communication error. The issue was found during an unknown event. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
Device return evaluation was completed . The customer complaint was confirmed. Evaluation found an error b30 (scope communication error ) occurred in the image. Furthermore, the following findings during inspection were noted on the device: the curved rubber adhesive is missing. The operating part angle fixing part is loose. The video connector noted cracked due to external factors. Scratches are found on the video connector due to external factors. Scratches are found on the operation part due to external factors. Scratches are found on the grip due to external factors. Scratches are found on the up/down (ud) plate due to external factors. Scratches are found on the right/left (rl) plate due to external factors. The universal code is collapsed due to external factors. Scratches are found on the universal cord due to external factors. Dirt that is difficult to remove with the universal cord due to handling (insufficient cleaning). Scratches are found on the light guide (lg) connector due to external factors. Scratches on the lg cover glass surface due to external factors are observed. The video connector case is cracked due to external factors. Scratches are found on the video connector case due to external factors. The label on the video connector is peeling off. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the communication error occurred due to the defect of the image sensor unit, failure of the internal board of the video connector, or the system. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer. Information added to b5.

Event description:
The following additional information was received: it was confirmed that the reported issue did not result in an adverse patient event. All other requested information regarding the reported event is unknown.